Manufacturer narrative:
Follow-up # 1 date of submission 06/24/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s history was reviewed and showed the last bolus and last basal delivery were recorded on (B)(4) 2013. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. There were no errors or alarms related to the complaint in the black box or alarm history. A 10 unit audio bolus and normal bolus were successfully performed and recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. The complaint could not be duplicated during the investigation and there was no defect found.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose (bg) of 300mg/dl with small ketones and no symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient was treated with an injection and the site/set were changed again before bg responded. The reporter stated that he does not have the pump to review or any specifics about the bg response. Customer support advised the reporter to call back when the pump is available for review of history and settings. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.